Manufacturer narrative:
(B)(4). Date sent: 5/29/2026. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12srt device was received with the duckbill out of position, along with the universal seal and duckbill inside a plastic bag. Additionally, the packaging was returned in an opened condition along with the instrument. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the duckbill partially out of position. Device history review: a manufacturing record evaluation was performed for the finished device lot 867d05 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, during forceps insertion, the valve detached and entered the patient¿s abdominal cavity attached to the tip of the forceps. The valve was retrieved, and the procedure was continued using another device. There were no adverse consequences to the patient. No further information is available.